Event description:
Patient slipped during case resulting in a cut on the head. Additional information has been requested.

Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2016. The investigation included: a DHR review of lot code 099 shows that the following lots passed all necessary inspection points without any mrrs, reworks or variances. No manufacturing or design related trend has been identified. The returned unit has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure, unit would not have slipped. Repair cannot duplicate unit losing pressure. In summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2009 with no prior service history. The mayfield patient positioning for success chart has been provided to the customer as a refresher tool.